Manufacturer narrative:
D10: equinoxe humeral stem primary press fit 10mm 300-01-10. 145-deg pe 40mm hum liner +0 322-40-00. Equinoxe reverse tray adapter plate tray +0 320-10-00. Glenosphere, 40mm 320-31-40. Eq rev locking screw 320-15-05. Small superior/posterior aug glenoid plate,left 320-35-07. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the equinoxe shoulder study, during an initial reverse total shoulder arthroplasty, the patient had a tight joint and experienced a greater tuberosity humeral fracture. Actions taken were suture repair and reduction of the fracture. The outcome is considered to be continuing.